Event description:
The customer reported via phone call that she had a no delivery alarm during a possible basal. Customer's blood glucose was 469 mg/dl at the time of the incident. Customer was unable to correct due to the no delivery alarm. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Customer stated that the pump alarmed no delivery. Customer reported that the insulin does not exit with a plunger push. Customer was explained that the alarm was caused by the infusion set and reservoir. Customer will call back if further problems persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.